Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A materials manager reported that prior to the start of a cataract extraction with intraocular lens implant procedure a burr was noticed on the blade of the knife. The case was initiated and completed using an alternate knife. There was no patient involvement.

Manufacturer narrative:
One opened knife was received with no tip protection taped to a reply card for the report of burr on blade. The returned sample was visually inspected and was found non-conforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A burr as described in the complaint cannot be determined from this evaluation, therefore, a root cause cannot be determined for the complaint as described by the customer. The damage seen to the returned sample during evaluation is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).